Manufacturer narrative:
Review of exact device history record was impossible due to unavailability of lot number of device. Device history record review was performed which included lot numbers of all product shipped to this facility in last (6) months and it revealed that devices passed all in-coming inspection and testing criteria. The sterilization records were also reviewed and no abnormalities were evident. Involved devices were not returned, therefore, further examination and eval was impossible. During two phone conversations with contact person, he explainined that staff was scrubbing exit site with betadine, then cleaning site with hibiclens, and applying dry, sterile gauze dressing with tape occluding all four sices. This site care procedure was performed after each dialysis treatment. He did confirm that pt was fine. Catheters are sutured in place on chronic pts for short period of time. Hub of this catheter should lie in subcutaneous pocket at top of tunnel. Placing hub in this location and then creating separate tunnel for each lumen should eliminate any movement of catheter at skin exit site. It appears that proper sterile technique for site care is being used at this facility.